Manufacturer narrative:
D10: concomitants: 4189224- 170-28-00 - biolox delta femoral head 28mm od, +0mm. 4249065- 180-65-20 - alteon 6.5mm screw, 20mm. 4323739- 180-65-20 - alteon 6.5mm screw, 20mm. 4186698- 186-01-48 - integrip cc, cluster 48mm, g1. 4294821- 188-00-08 - wedge plasma s/o sz 8. Pending investigation.

Event description:
As reported via legal documentation the female patient had a left hip replacement on (B)(6) 2016. Approximately 6 weeks after the initial procedure the patient had a left hip revision on (B)(6) 2016. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2016. Diagnosis: local dislocation of left total hip the fascia was entered and a hematoma was noted. This appeared to be benign. This was cultured. It was thoroughly evacuated. There has been a total left hip arthroplasty. There is complete dislocation of the femoral head from the acetabular cup. The femoral head is displaced superiorly. There is no bone fracture or destructive bone lesion.

Manufacturer narrative:
H10. Additional/updated information ¿ b5, g2, h6 health effect - clinical code & medical device problem code, h7, h8, & h9. H3. Investigation results- the cause of the patient¿s hip dislocation events and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, fainting/fall, unique anatomy, or other condition that impacts the performance of the device. The patient had a traumatic event which could impact the devices. Dislocation and revision are noted in the IFU. These devices are used for treatment not diagnosis.

Event description:
Additional information -approximately 6 weeks out following a left primary hip replacement who was doing well until she fainted and passed out at home and dislocated her hip. This was reduced in the ER, however, 5 days later she was getting up from a seated position and felt it dislocate again and was reduced in the ER that night. It dislocated a third time /patient was seen for revision. At the time of the closed reduction, she was unstable in flexion and internal rotation. There is no operative disposition noted in the operative report. There is no mention of device malfunction or wear in the operative report. There is no additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, d1, d4, g4, h4, h6 - health effect - clinical code, medical device problem code, component code, type of investigation and h11. The cause of the patient¿s hip dislocation events and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, fainting/fall, unique anatomy, or other condition that impacts the performance of the device. The patient had a traumatic event which could impact the devices. Dislocation and revision are noted in the IFU. These devices are used for treatment not diagnosis. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.